Event description:
It was reported that (1) 511o device was used during a diagnostic laparoscopic procedure. It was reported by the rep that the surgeon said the cam lever would not keep laparoscope locked to the trocar during the 511o trocar insertion. The surgeon completed the case with a new 511o and the case was completed. There was no consequence to the pt.